Manufacturer narrative:
One 5.5mm incisor blade was returned for evaluation. Visual assessment of the device shows galling of the inner and outer blade at the distal tip. The inner blade also shows galling distal to the sluff chamber in two locations. Evaluation of the tip area with the use of a stereo microscope showed the edge form teeth of the inner blade are damaged/rounded over. The damage coincides with the galling seen on the outer blade. Clinical details stated that the blade started to shed twenty minutes into the case. It appears the teeth became damaged during use causing the blade to gall and ultimately shed. Functional assessment was performed in the unloaded state and the inner blade rotated freely within the outer blade, no friction was felt. All indications point to excessive side-loading during device rotation. Per the device¿s IFU, excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. After evaluation a root cause for the reported event was found to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a rotator cuff repair procedure, it was reported that the device lost debris. There were no reported anatomy or procedure exceptions, and there was no more force required on the device used in this procedure than typical. The type of tissue was resected was synovial tissue. The shedding was noticed twenty minutes after the beginning of the procedure. The blade was positioned at 45 degrees relative to the tissue. The surgeon was confident all debris was removed by vacuum. No seizing was experienced and the motor drive unit did not heat-up. The procedure was completed using another blade from the same lot. There was a ten minute delay in the procedure. The patient was noted to be okay post-procedure.